Event description:
The ventilator alarmed and showed low mechanical volume and low pressure. The pt was hand-ventilated while the respiratory therapist shut the ventilator off and turned it back on with a test lung attached. It functioned properly for four or five cycles and then alarmed again. It was turned off and on again and this time it did not alarm but the tidal volume reading kept stacking breaths for each cycle until the total tidal volume was 1.9 plus liters for each cycle although the test lung was not hyperventilating. The pt was placed on another ventilator and was not adversely affected. The rptr stated that the company could not duplicate the problem. When the ventilator is needed, a company rep will come to the hosp and monitor the ventilator while in use.